Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 45 minutes during a total hysterectomy procedure, the thread of the suture broke as it was being pulled through the tissue. Another suture was used to complete the procedure. There was no patient injury.